Event description:
The account alleged that the bed exit alarm went off when the patient exited the bed but no nurse call was placed. No patient impact.

Manufacturer narrative:
The technician found the communication cable was not connected. The technician connected the communication cable to resolve the issue.